Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to advance the knot include, but are not limited to, user tensions rail suture without distal advancement with knot pusher or the user tensions/advances non-rail (white) suture. Factors that may contribute to suture malposition, include, but not limited to, interaction with the patient anatomy or friable femoral vessel. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 16f, and the evar procedure was completed. Reportedly, hemostasis was achieved yet the operator was having a difficult time advancing one the knots to the vessel wall, pulling too hard on the suture, and popped out one of the sutures. This had no effect on hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.